Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine dr ug (morphine 4mg/ml at 0.5mg) and bupivacaine (bupivacaine 15mcg at 1.9mcg) via an implantable pump for unknown indications for use. It was reported that the patient was not getting pain relief. A dose increase was done in the clinic. The patient stated they had some relief after this but not for long. They were unaware of all these dates. The manufacturer representative was notified on (B)(6) 2022 that they would be doing a dye study on (B)(6) 2022 to find the cause of this issue. There were no known environmental/external factors. On (B)(6) 2022 the patient had a dye study performed. The doctor was able to pull out a clear yellow substance from the cap (catheter access port) chamber without issue. At least 8cc was aspirated and then it stopped. The doctor stated he did not believe the yellow substance was csf (cerebral spinal fluid). Since the catheter was cleared they were able to inject contrast. The patient complained of a few seconds of stinging to his right side but it quickly subsided. They were not able to see a myelogram nor any leaking in the catheter. The rate was left the same according to the doctors orders. A catheter revision was scheduled for (B)(6) 2022 to replace the entire catheter. The issue was not resolved at the time of this report. The patients weight and medical history were asked but unknown. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709 , serial# (B)(4), implanted: (B)(6) 2004. Product type catheter product ID 8596sc lot# serial# (B)(4). Implanted: (B)(6) 2016. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-may-2006, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-oct-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that they were unable to find the cause of the catheter not aspirating. The event was resolved by replacing the old catheter with a new 8780.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2004: product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2016: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.